Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. Method & results: product evaluation and results: serial number: (B)(6). Evaluation 1: collar locking mechanism, dislodged. Reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No further inspection shall be documented in this record. No additional investigation or specific actions are required. If additional relevant information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Mics collar came out while changing attachments. Mics was excessively loud with any straight saw (tried multiple) and then it wouldn't release the straight saw attachment and ultimately the whole collar came out with the straight saw. Case type / application: tka 2.0.